Event description:
It was reported to globus that a patient has suffered a broken transition rod at l3-l4. Revision surgery was necessary to replace broken rod. Revision surgery took place (B)(6) 2012.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Since no explanted part was returned for evaluation we cannot determine exact cause of the breakage. There is no indication that the issue was a result of product defect or malfunction. Date of manufacture cannot be determined without the lot number.